Event description:
On (B)(6) 2019 the patient received the following results within 10 minutes: 270 mg/dl and 119 mg/dl. On (B)(6) 2019 the patient received the following results within 10 minutes: 306 mg/dl and 143 mg/dl.